Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [3 mg/ml] at a dose of 1 mg/day. It was reported no equipment malfunction was noted. The patient's 40 ml pump was replaced. Slow wound healing was noted. The patient was on antibiotics. There were no environmental/external/patient factors noted that might have led or contributed to the issue. Intra-operative cultures were obtained, and no organisms were noted on a gram stain. The pump was replaced with a 20 ml pump. The issue was resolved at the time of the report. The 40 ml pump was disposed of per hospital policy. Reported symptoms included skin redness and drainage at the pump site. There was also thin red tissue at the pump edges. The damaged tissue was removed. The pump and old pouch were removed. The wound was washed. The 20 ml pump was placed, and then the wound was closed. The patient status at the time of the report was alive - no injury. No further patient complications were reported.